Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the implantable cardiac monitor, an electrocautery tool made contact with the device can which caused the device to enter into backup mode. Troubleshooting was unsuccessful. The device was removed from the pocket and no longer used. A replacement device was successfully implanted.